Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn uso seal, and a broken rdc pin. Multiple 'high alarm displayed: cassette not attached properly' alarms were revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the intermittent dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement and unknown patient harm.